Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary encountered an issue where the drawer 5 frequently failed, requiring multiple attempts to recover storage space, and opened slowly. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5 failed to open as a result of faulty slide rails. The field service engineer replaced both defective slide rails of drawer 5 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E1(initial reporter state - (B)(6).